Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during basic occlusion due to corroded motor home switch. They were unable to confirm the motor position encoder error alarm due to erased history file. There was no burn found on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 116 mg/dl. The customer could not go to the alarm history. The customer stated that the reservoir compartment looked damp and it smelled like burning electrical wires. They were able to rewind the pump. The customer stated that he only had syringes and no insulin. He was advised to contact his health care provider. Troubleshooting was not able to resolve the issue. The device was returned for analysis.